Manufacturer narrative:
No interventions have been taken and the ICD and rv lead remain implanted and in service. The patient will be followed weekly through their remote monitoring system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a review of data obtained from the patient's remote monitor, it was noted that the implantable cardioverter defibrillator (ICD) recorded an episode due to noise being oversensed on the right ventricular (rv) lead. The oversensing resulted in about three seconds of pacing inhibition. The patient was brought in for further testing. The noise was able to be reproduced through isometic movements. All measurements on the rv lead were in normal range. Although this is a pacemaker dependent patient, the patient did not experience any symptoms as a result of the pacing inhibition. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant confirmed that there was noise on both the ventricular and shock channels. The noise on the ventricular channel has occurred since (B)(6) 2014, three months after the device and lead were implanted. All other lead measurements were in normal range. The type of noise on the ventricular channel type that was observed ranged from myopotentials to electromagnetic interference (emi) and potential mechanical contact/movement. Additional troubleshooting and testing was provided.